Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: a2- age at time of event- removed, a4 -weight corrected to "211 lbs." The device was returned to the factory for evaluation on 09/22/2023. An investigation was conducted on 09/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000317675 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while taking the vein, the vasoview hemopro 2 retractor/cradle broke in half. No pieces to retrieve. They completed the case with another vh-4000 hemopro 2 evh system. The only delay in the case was the amount of time it took to open a new device. No harm to the patient.